Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated 03aug2015. No further follow up is planned. Evaluation summary a patient reported that the injection screw on her humapen memoir device moves back when injecting. She experienced increased blood glucose. Investigation of the returned device (batch 1112c01, manufactured december 2011) found that the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a consumer, with additional information from a pharmacist, concerns an (B)(6) year old female patient of unknown origin. Medical history included type 1 diabetes, hypertension, hypercholesteraemia, thyroid disease, and coronary heart disease. Concomitant medications included ramipril plus hydrochlorothiazide, insulin detemir, pravastatin sodium, levothyroxine sodium, moxonidine, bimatoprost, carvedilol, and metamizole sodium. Suspect product included insulin lispro (humalog; cartridge; unknown lot number) via humapen memoir (burgundy) for treatment of type 1 diabetes beginning on an unknown date. Dose, frequency, and route were not provided. On an unknown date, time to onset unknown, the patient experienced a leg infection which was treated at the hospital in (B)(6) 2014. No other information was provided and it was unknown if the patient was admitted to the hospital. On (B)(6) 2015, time to onset unknown, the patient experienced high blood glucose values of 400-500 (units and reference range not provided). On an unknown date, time to onset unknown, the hba1c (glycosylated hemoglobin) was also high at 10% (units not provided). Upon follow up, it was noted that the patient experienced an increased hba1c value for many years. From 2013 to 2015 (reported as past two years), the hba1c was between 9 and 10%. The lowest value the patient ever experienced was 8%. No additional information was provided. On (B)(6) 2015 or (B)(6) 2015, time to onset unknown, the patient measured her blood glucose and the measuring device showed high. It was also reported that the blood glucose was up to 800, which was considered serious by the company for medical significance. She administered insulin lispro with the humapen memoir but noticed a defect with the injection screw; it was displaced (lot number 1112c01, (B)(4)). The patient was unable to see that insulin came out of the humapen memoir. The patient administered insulin lispro with a back up humapen memoir (unknown lot number), the blood glucose came back to normal, and the patient recovered (exact blood glucose measurement not provided). The patient was not hospitalized and was not in a life threatening situation. Reportedly, the defective humapen memoir was returned to the pharmacist see if there was something wrong with the injection screw. The pharmacist showed the patient how to use the humapen memoir again to prevent wrong handling by the patient. Upon follow up, on (B)(6) 2015 or (B)(6) 2015, reported as the same time as the increased blood sugar event (blood glucose up to 800), the patient also experienced an infection in her shoulder with arthrosis. No other information or corrective treatment was provided. The events of blood glucose increased (400-500) and hba1c increased were not recovered. The serious event of blood glucose increased (800) was recovered. The event outcomes of shoulder infection, shoulder arthrosis, and leg infection were unknown. Insulin lispro continued. The patient was trained the operator of the device. General/suspect device duration was unknown. The humapen memoir was returned on 16jun2015, and no malfunction was found. The reporting pharmacist believed the events shoulder infection and leg infection were not related to suspect products. The reporting pharmacist did not offer an opinion of relatedness regarding the event of arthrosis. The reporting pharmacist did not know if the serious event of increased blood glucose (800) was related to insulin lispro, however noted that the increased blood glucose might have been triggered from a combination of the pre-existing shoulder infection, the pre-existing increased hba1c and the birthday cake. The reporting pharmacist and reporting consumer provided a relatedness assessment of unknown for the remaining events. Update 02jul2015: additional information received from reporting pharmacist on 30jun2015. Added laboratory values, added medical history, corrected suspect device from luxura to memoir, updated training status to yes for memoir use, and added concomitant memoir device. Added non-serious events of shoulder infection, shoulder arthrosis and leg infection. Updated relatedness statement and narrative with new information. Update 07jul2015: upon review of this case on 07jul2015, the case was opened to update the medwatch fields for regulatory reporting. Update 03aug2016: additional information received on 03aug2015 from the global product complaint database added the device specific safety summary, the manufactured date, and return date of the device; updated the malfunction field to no; updated the EU/ca and medwatch fields; and updated the narrative.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer, with additional information from a pharmacist, concerns an (B)(6) female patient of unknown origin. Medical history included type 1 diabetes, hypertension, hypercholesteraemia, thyroid disease, and coronary heart disease. Concomitant medications included ramipril plus hydrochlorothiazide, insulin detemir, pravastatin sodium, levothyroxine sodium, moxonidine, bimatoprost, carvedilol, and metamizole sodium. Suspect product included insulin lispro (humalog; cartridge; unknown lot number) via humapen memoir (burgundy) for treatment of type 1 diabetes beginning on an unknown date. Dose, frequency, and route were not provided. On an unknown date, time to onset unknown, the patient experienced a leg infection which was treated at the hospital in (B)(6) 2014. No other information was provided and it was unknown if the patient was admitted to the hospital. On (B)(6) 2015, time to onset unknown, the patient experienced high blood glucose values of 400-500 (units and reference range not provided). On an unknown date, time to onset unknown, the hba1c (glycosylated hemoglobin) was also high at 10% (units not provided). Upon follow up, it was noted that the patient experienced an increased hba1c value for many years. From 2013 to 2015 (reported as past two years), the hba1c was between 9 and 10%. The lowest value the patient ever experienced was 8%. No additional information was provided. On (B)(6) 2015, time to onset unknown, the patient measured her blood glucose and the measuring device showed high. It was also reported that the blood glucose was up to 800, which was considered serious by the company for medical significance. She administered insulin lispro with the humapen memoir but noticed a defect with the injection screw; it was displaced (lot number 1112c01, product complaint number (B)(4)). The patient was unable to see that insulin came out of the humapen memoir. The patient administered insulin lispro with a back up humapen memoir (unknown lot number), the blood glucose came back to normal, and the patient recovered (exact blood glucose measurement not provided). The patient was not hospitalized and was not in a life threatening situation. Reportedly, the defective humapen memoir was returned to the pharmacist see if there was something wrong with the injection screw. The pharmacist showed the patient how to use the humapen memoir again to prevent wrong handling by the patient. Upon follow up, on 10jun2015 or 11jun2015, reported as the same time as the increased blood sugar event (blood glucose up to 800), the patient also experienced an infection in her shoulder with arthrosis. No other information or corrective treatment was provided. The events of blood glucose increased (400-500) and hba1c increased were not recovered. The serious event of blood glucose increased (800) was recovered. The event outcomes of shoulder infection, shoulder arthrosis, and leg infection were unknown. Insulin lispro continued. The patient was trained the operator of the device. General/suspect device duration was unknown. The humapen memoir was returned for analysis. The reporting pharmacist believed the events shoulder infection and leg infection were not related to suspect products. The reporting pharmacist did not offer an opinion of relatedness regarding the event of arthrosis. The reporting pharmacist did not know if the serious event of increased blood glucose (800) was related to insulin lispro, however noted that the increased blood glucose might have been triggered from a combination of the pre-existing shoulder infection, the pre-existing increased hba1c and the birthday cake. The reporting pharmacist and reporting consumer provided a relatedness assessment of unknown for the remaining events. Update 02jul2015: additional information received from reporting pharmacist on 30jun2015. Added laboratory values, added medical history, corrected suspect device from luxura to memoir, updated training status to yes for memoir use, and added concomitant memoir device. Added non-serious events of shoulder infection, shoulder arthrosis and leg infection. Updated relatedness statement and narrative with new information. Update 07jul2015: upon review of this case on 07jul2015, the case was opened to update the medwatch fields for regulatory reporting.

Manufacturer narrative:
Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.